Event description:
It was reported that on an unknown date, a 21mm epic valve was implanted in the patient. On (B)(6) 2026, a 23mm navitor valve was chosen for a valve-in-valve case within an epic 21 mm valve. During procedure, after the final release the valve was embolized. The physician successfully snared the embolized valve and subsequently implanted a non-abbott balloon-expandable valve. The patient remained stable throughout the procedure and tolerated it well, with no significant delays.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.